Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. This occurred during dwell one of two. The patient was connected at the time of the event. The programming was changed from four cycles to two cycles without consultation of a nephrologist or nurse. The technical service representative reviewed proper procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the programming was changed from four cycles to two cycles without consultation of a nephrologist or nurse. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to not change the setting for therapy unless directed by the nephrologist or nurse. It also warns that using incorrect settings can cause symptoms and signs of uremia, including fluid overloads which can lead to serious injury or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.